Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified both issues. Physio determined that the intermittent missing ECG was due to a faulty therapy cable that was returned with the customer's device. The cause for the event code logged in the device's memory was due to the main keypad assembly. Physio will replace the main keypad assembly. After observing proper device operation through functional and performance testing, the device will be returned to the customer for use. Based on the information available, it's reasonable to conclude that the likely cause of the reported issue was that the shock switch on the main keypad assembly was out of tolerance due to excessive resistance.

Event description:
The customer contacted physio-control to report that during a cardiac arrest, their device would intermittently stop displaying the ECG's from both paddles and the limb leads. There was no adverse effect to the patient due to the reported issue. Upon evaluation of the customer's device, physio observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 301587611/18/2019-001c is relevant to the reported issue.

Event description:
The customer contacted physio-control to report that during a cardiac arrest, their device would intermittently stop displaying the ECG's from both paddles and the limb leads. There was no adverse effect to the patient due to the reported issue. Upon evaluation of the customer's device, physio observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.